Event description:
It was reported that during a procedure, the outer sheath cracked and began to peel.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.